Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's trainer reported via phone call that the customer was hospitalized on (B)(6) 2019. The customer¿s blood glucose level was unknown. Customer's trainer was unable to obtain whether customer was hospitalized due to high or low blood glucose. The device will not be returned for analysis.